Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a button error alarm and the keys were not responding on the insulin pump. Customer's blood glucose was 62 mg/dl at the time of the incident. Customer was trying to do a bolus when she received the alarm. Customer stated that she could not clear the alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had no button error alarm. However, the insulin pump had an intermittent button response due to corroded keypad trace. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip and cracked reservoir tube lip.